Event description:
It was reported during a remote follow up that the right ventricular lead was oversensing as a result of noise. The lead also exhibited low pacing impedance and high capture thresholds. The lead remains implanted and will continue to be monitored. The patient was asymptomatic and stable.

Event description:
New information received notes that programming changes were completed successfully. The patient was stable and asymptomatic.